Manufacturer narrative:
(B)(4), lot 17017662 is 07613203020992. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the chemo clinic had two different infusions that leaked at the ports where the secondary set connected to the primary set. Once the secondary set was disconnected the leak continued to come out of the primary set's port it had been connected to. The leaking was not evident on either infusion until the infusion was almost finished and the pressure in the secondary bag and line were very low compared to the beginning of the infusion when pressures were higher. There was no report of patient harm.